Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump had a locking mechanism malfunction during implant. The surgeon attempted to unlock pump appropriately with unlocking tool from sewn standard cuff. Pump was difficult to unlock and it took the surgeon numerous attempt to unlock the pump. When it did unlock, the purple locking mechanism was bent and thus not reengaged. The pump primed appropriately. It was never started on the patient due to the locking mechanism malfunction. The pump was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the cuff lock was confirmed during the evaluation of (B)(6) . The pump was returned assembled with the pump cable intact. The apical cuff, outflow graft, and modular cable were not returned. The initial visual inspection of the cuff lock found that the latch arm was bent up and forward, causing it to collide with the cover player when the lock was in the default position. After cleaning, visual inspection of the cuff lock under a microscope noted scratch marks on the handle consistent with the use of a tool. The bent latch arm showed deep scratches or tool marks on the side adjacent to the handle. Additional, smaller scratches were observed on the top and bottom of the latch area with the locking pin. The locking pin also appeared scraped, which appeared consistent with the reported difficulty opening the lock. The main body of the lock also show marks consistent with the latch arm being pressed into it as it deformed. Examination of the cuff lock cover plate noted some impressions along the edge of the slot for the locking pin that appeared consistent with use. The examination did not identify an issue that would have contributed to the reported difficulty opening the lock. The pump was reassembled using an undamaged cuff lock. The lock was then engaged with a test apical cuff and appeared to function as intended. An unlock tool was then used to disengage the lock and no atypical forced was necessary to release the lock. This test was repeated two additional times and no difficulty was encountered when opening the test cuff lock. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The cause of the reported difficulty opening the cuff lock could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use. The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. Heartmate 3 lvas IFU provides instructions on all surgical procedures, including inserting the pump in the ventricle. This section states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.